Event description:
A device was returned to the manufacturer for service in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2024-100762. This report was submitted as a correction report of the previously submitted report. The evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated with this report.